Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited oversensing. All other electrical measurements were normal. Programming change had been made. The patient remained stable and asymptomatic.

Event description:
New information noted that the patient was brought in for a revision procedure for the right ventricular lead on (B)(6) 2017. It was noted that previous imaging of the lead was unremarkable. After opening the pocket, no evidence of lead dislodgement was observed. It was decided to leave the lead in place and continue using it. Blood in the header of the pacemaker was observed during the procedure. The pacemaker was replaced to limit the number of future surgeries. The patient was stable throughout the surgery.